Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator failed to power on with ac power. The device's ac inlet connector was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.